Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition a complaint history review was completed, there were no complaints found to be related to the reportable event. A review of the device labeling was completed. Ocular tissue inflammation is identified in the labeling as a known inherent risk of ocular/trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medications use, user issues, and operational context. A causal link between the reported inflammation and device could not be identified. MFR reference # (B)(4).

Event description:
It was reported through a clinical trial that a patient underwent a routine and uncomplicated cataract extraction with intraocular lens placement followed by trabecular micro-bypass stent implantation of the left eye. The patient presented approximately one month postoperatively with intraocular inflammation (non pre-existing) remaining or arising after the protocol''s specified medication regimen was complete requiring medical intervention with pred forte 1% (tapered dose through (B)(6)2018). At seven weeks postop, the patient has reportedly recovered.

Manufacturer narrative:
Additional information: description of event or problem, test/laboratory data, report source. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Reportedly, the patient presented with goniosynechiae at three (3) month postoperative, which was observed at 10:00 clock hours and was characterized as mild severity. Per report, the goniosynechiae was possibly related to study treatment. There was no medical or surgical intervention required. In addition, the goniosynechiae remained unchanged at twenty-four (24) month and the patient was noted to be recovering.